Event description:
It was reported that during device change-out for normal eri, the lead was damaged during an effort to remove it from the ICD header. The physician ruled out wrench problems or set screw issues. The physician used a hemostat to break the lead free from th...

Manufacturer narrative:
A partial lead with the connector pin measuring 7.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change-out for normal eri, the lead was damaged during an effort to remove it from the ICD header. The physician ruled out wrench problems or set screw issues. The physician used a hemostat to break the lead free from the ICD and ultimately the lead was separated being damaged in the process. A portion of the lead was extracted and the remainder was capped. The patient was discharged to recovery with stable vitals.